Event description:
It was reported that the catheter had disconnected and it was confirmed. It was further added that the pump had been empty for several months and healthcare provider (hcp) did not know if it was still functional. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter dislodged (B)(6) 2010 and the patient had experienced withdrawal type symptoms. It was reported that the catheter had become kinked/coiled at the distal end. The patient had failed the prialt trials and it was decided to not revise the catheter and the pump was not refilled the pump was reported as empty as of (B)(4) 2011. The patient was interested in restarting therapy; options were being considered. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).